Event description:
The complainant stated that the accessory outlet on the bed does not have a ground.

Manufacturer narrative:
The technician isolated the issue to an internal wire in the accessory outlet power cord was broken. He replaced the accessory outlet power cord assembly to repair the bed.